Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 30 aug 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that a large portion of the tube (approximately 56cm) had remained inside the patient. No information provided regarding patient injury or medical intervention. No further information provided.

Manufacturer narrative:
The device history record for lot 202781552 was reviewed and the product was produced according to product specifications. One used sample was received for evaluation. The sample was in generally clean condition when received. Visual examination revealed a rupture in the tubing at the 55cm depth marker. At that point, the tubing exhibited stretching, or "ballooning" and a complete rupture. Aligning the two ends of the tubing together and comparing depth markers confirmed that no part of the tubing was missing. The complaint is confirmed as reported. No manufacturing root cause could be determined. However; it is possible that this is a user related problem since as per the instructions for use, vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. All information reasonably known as of 12 oct 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a avanos medical inc. Product is defective or caused serious injury.